Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
A surgeon reports to medical affairs that "I have an ic pt with a 9 days old tvt, who wants it out." The physician reports that no complications occurred and that there was no device failure. However, the pt feels that the sensation of a urinary tract infection with frequency, urgency, and suprapubic pain. The pt also believes that her pre-existing interstitial cystitis has worsened. The device was removed in its entirety in 2007.